Event description:
It was reported by the customer, during a procedure, the evis exera ii ultrasound gastrovideoscope presented a trans-image problem. No patient harm reported. The device had been inspected prior to use. During the evaluation of the device, it was noted the forceps cover glue was peeling off. This report is to capture the reportable malfunction of the peeling off forceps cover glue noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The ultrasound image was fine after cleaning. The probe unit was loose. The elevator channel water flow inlet was loose. The bending section cover glue was chipped. The grip was marked in white. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 22-feb-2022 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, physical scratches were confirmed, likely due to an external force may have been applied to that part. The instruction manual identifies verbiage that can help detect the phenomenon: "inspection of the endoscope: 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.